Event description:
During index procedure, the patient had one endeavor sprint drug eluting stent implanted to the lad and one endeavor sprint drug eluting stent implanted to the rca. Approximately 28 months post index procedure, the patient suffered a stroke and expired the following day. Investigator assessed that the reported events were not related to the study device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).